Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. As received, the device was at elective replacement indicator (eri) level and was programmed to auto settings. A longevity calculation was performed and no device anomaly was identified.

Event description:
It was reported that the patient presented in clinical follow-up. Interrogation of device noted that the pacemaker exhibited premature battery depletion. The pacemaker was explanted and replaced on (B)(6) 2023. The patient was in stable condition.